Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked select button on keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring where the reservoir is came off and does not fit correctly. Customer states the pump has cosmetic damage. Customer did not report a blood glucose value. Customer was advised to discontinue use of the pump and revert to backup plan. The product is returning.